Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced pain located at the ipg site. As such, the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly, the pain at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.